Manufacturer narrative:
Patient information was unavailable from the user facility. On 17jan2019: visual and microscopic evaluation of the suspect elca device found that the inner lumen of the device was occluded with tissue. The tissue was cleared out by pushing a guide wire through the device bifurcate. Distal tip of catheter evaluated: laser fibers were chipped at the distal tip of the device and four non-functional fibers present. Excessive degradation was observed at the tip, evidenced by heavy erosion and damage to the outer jacket near the tip. Proximal coupler was evaluated: the proximal end of the catheter where it plugs into the laser system, looked good with a few cracked laser fibers. Additional evaluation completed 14feb2019. During this evaluation a small hole was detected in the working length of the catheter's outer jacket while manipulating the jacket with tweezers under microscope.

Event description:
A philips representative reported that during a peripheral laser atherectomy procedure the spectranetics coronary laser atherectomy catheter (elca) would not lase as expected. A second elca catheter was used to complete the case with no reported patient harm. The device was returned and evaluated. During evaluation it was detected that the device outer jacket was damaged in such a way that an accidental laser radiation occurrence is possible. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.